Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Leak test failure the analysis results of the device found that it was returned in good visual condition. The device was functionally leak tested and failed with the test probe inserted through the device. In addition, the scraper was noted torn and the lens of the obturator was cracked. These findings are not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were leaking when 5mm graspers and the 5mm suction irrigator was used. Two other torcars were used to complete the procedure. No adverse consequences reported.